Event description:
It was reported that the patient¿s lead was replaced due to unknown reason on an unknown date. Reportedly, patient had 3 lead revisions due either migration, fracture or reason unknown (related manufacturer reference number: (B)(4)).

Manufacturer narrative:
Date of event is unknown. Patient¿s weight is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.